Manufacturer narrative:
The insulin pump was returned for power error alarm confirmed in the formatted history file. Detailed trace analysis confirmed the pump alarmed power error alarm was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. The insulin pump had minor scratched display window, damaged (scratched) display window cover, scratched case, pillowing keypad overlay, cracked retainer and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.